Event description:
It was reported that pump battery did not charge even when connected to working wall outlet with tandem charging cable and adapter, and pump displayed a power source alert with charging connection not recognized. There was no reported impact to the customer¿s blood glucose level. Customer initially awaited replacement charging cable and wall adapter, but when different charging supplies did not resolve issue and pump did not shut down, technical support arranged replacement pump under warranty. Customer planning to continue using current pump and alternate insulin method if necessary.